Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor. It was reported the patient was seen a week prior to report in clinic and impedances were all normal at that time. Their parkinson¿s disease symptoms were getting a little worse with heaviness in their legs which were attributed to the ins battery getting lower. It was at 2.67v one week prior. The hcp increased their medication on that same day to help manage their symptoms. The ins battery was at 2.61v on the day of report per patient programmer (pp). They were concerned about the rate of battery depletion. Since a week prior to report, the patient started to have tingling at their pocket site and at the top of their head. They also had pulsating at the top of head. The patient was getting therapy but reported her therapy seemed to be getting worse rapidly. They did not think the increase in medications was helping her symptoms. There was a plan to replace the ins on (B)(6) 2016. The patient had a near-fall the day prior to report but did not her hit body or head in any way. The patient had a lot of freezing symptoms with her young-onset parkinson¿s disease which was well-controlled by low frequencies. The electrode impedance for c/1 was 831 ohms and c/9 was 929 ohms. No group z was done the week prior to report. It was a gradual change in therapy/symptoms. It was further reported the patient checked their battery and saw an elective replacement indicator (eri) message. The ins had dropped 0.01v in 15 minutes. Impedances were taken at default voltage and all were found to be in normal range. 9/10 and 9/11 were the same impedances of 1,288 ohms and they thought to program around electrode 9. All impedances were between 800-2,000 ohms. Group impedance was: left ¿ 896 ohms and right ¿ 931 ohms. They took positional impedances (chin to chest, turn neck) but impedances did not change. The patient had a return of symptoms about one month prior but did not have any falls. They had programmed the patient to case and 10 and 4.2v but the patient was not feeling well. They were going to continue to try to program. Further follow-up was being conducted to determine what the cause tingling sensation at the pocket site was. If additional information is received, a supplemental report will be submitted.